Manufacturer narrative:
Device received with no button response due to unlocked connector on lcd board noted and flattened dome switch on act button. Unable to perform any test or verify unexpected alarm due to keypads not responsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information indicated by medtronic that the keypad was unresponsive. Customer stated that the insulin pump was not functional. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.